Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder would not cauterize. The cable was changed and it again did not work. The procedure was completed using another hemopro device. The hospital reported no pt complications. The hemopro and cable are returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B)(4).